Event description:
Caller reported that the cable does not stay in the usb port while charging due to damage to the usb port and pins, impacting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed shipping details, and instructed the caller to return the problematic pump within 10 days to avoid charges. The customer will continue using the current pump until the replacement, which will have updated software, arrives. The customer understood all instructions, including the need to transfer pump settings and connect the cgm to the new pump.